Event description:
The medline intubation stylet is very flimsy compared to other brand stylets. Product number dynd43514, a 14 fr. Intubation stylet is easily bent and may not be effective during intubation.